Event description:
The patient was admitted for arthroscopic repair of a torn meniscus in 2001. It was reported that during the week ,17 days later, the patient experienced an elevation in temperature (120 degrees fahrenheit) with an increase in pain. A sonogram was performed and the knee was drained and cultured. The results of the culture are unknown. Patient was re admitted for an arthroscopic debridement of the knee and was hospitalized for 5 days thereafter. Patient was given IV antibiotics and sent home with a PICC line in place for four weeks. As of 05/2001 patient still had some edema of the knee otherwise the symptoms have resolved.